Manufacturer narrative:
The product was returned for analysis. The reported complaint was not confirmed. One optic/haptic junction was torn against a post of the lens case. Material from this damage was on the optic surface and may have been interpreted as the reported complaint. The damage appears indicative of lens case related damage. There have been no other complaints reported in the lot number. Additional info was requested on 01/20/2010 and 02/10/2010 by mail. A completed questionnaire was received on 02/17/2010. (B) (4). (B) (4). (B) (4).

Event description:
A user facility reported a black spot on an intraocular lens (iol) when the iol was opened. There was no pt involvement.